Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance, high thresholds and noise, the patient was asymptomatic. It was noted that the physician would not make any changes at this time. The lead remained implanted.